Manufacturer narrative:
The batch number could be verified. Our manufacturing q-system assures, that production and process controls are in place to ensure that batches confirm to the applicable specifications before they are distributed. The removal of a dental implant during surgery without the replacement of another dental implant is a known inherent risk of the procedure due to either lack of primary stability of the implant (patienor procedure related). It may also include the removal of an implant after osseointe- gration due to either the clinician's or patient¿s decision. The manufacturer¿s trend analysis confirms that usually procedural errors and/or patient's condition contribute to the event.

Event description:
The clinician reports that the day the implant was placed in fdi 44, failure occurred upon insertion. Details of surgery: primary stability not achieved. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.